Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of an nc emerge balloon catheter. There was contrast in the inflation lumen and the balloon. The balloon was loosely folded. The device was attached to an inflation device filled with water and was inflated to rated burst pressure. The device inflated and deflated with no issue. Inspection and functional testing of the device presented no damage or irregularities. Product analysis could not confirm reported events as the device inflated to rated burst pressure and deflated with no issue. The reported no cross could not be confirmed as the clinical circumstances could not be replicated and the device presents no damage.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced but failed to cross the lesion. The balloon was inflated; however, it ruptured. The procedure was completed with another of the same device. There were no complications reported and the patient was stable.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced but failed to cross the lesion. The balloon was inflated; however, it ruptured. The procedure was completed with another of the same device. There were no complications reported and the patient is stable.